Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the mid left anterior descending artery (lad). The lad had a 90-degree bend. The oad was delivered using glideassist to the distal side of the lesion. Three treatments were administered at high speed, and during treatment, the driveshaft of the oad fractured on the proximal side of the crown. A snare was used to retrieve the fragment. The procedure was completed, and the patient's condition was good.

Manufacturer narrative:
Failure analysis conclusion: the oad was returned to csi for analysis with the guide wire engaged in the fractured distal driveshaft section. The driveshaft fracture was observed on the proximal side of the crown. The damaged sections were removed and sent for scanning electron microscopy (sem) analysis. Driveshaft flexing at the weld location can initiate a fatigue failure, and sem analysis identified fatigue at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. It should be noted that the diamondback coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the failure analysis investigation the reported fracture event was confirmed. Csi ID: (B)(6).